Event description:
The adapter screw broke when inserterd into the nail. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The adaptor screw broke due to misuse as indicated by the implact marks on the surface of the screw.